Event description:
It has been reported to philips that the unit was not fully powering on. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Review of system log files showed room was indeed too high based on the internal temperatures of the pc¿s. As a resolution step fse worked with customer and checked the performance and temperature set point of the air-conditioning in the technical room. Upon functional testing fse found suite pc was not fully booting. The fse repaired connection of suite pc. After this, the device was returned to use in good working order. These codes were updated based on investigation outcome.